Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer via a company representative regarding a (B)(6), male patient who was receiving an unknown drug via an implantable pump for spinal pain. On (B)(6) 2015, code 8286 (empty reservoir) was seen on the personal therapy manager (ptm). The company representative believed the patient had recently had a refill. Patient symptoms were not reported. The company representative was going to follow-up with the patient's healthcare provider (hcp). It was later reported that the patient had missed her refill appointment. The hcp's office was contacted and they were making arrangements to get a refill. Additional information has been requested regarding the serial number of the ptm and troubleshooting performed, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.